Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cycler after ending a patient¿s pd treatment at a hospital. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient had blood in the lines and blood leaked into the cassette area. A new cycler was issued to the hospital. Upon follow up, the pdrn stated the cassette leaked bloody peritoneal fluid into the machine when the cassette was being removed after treatment had been completed. The blood leaked from the back of the cassette into the machine. The patient was not on the cycler when the leaking was noticed. The leak occurred as the cassette was being removed post treatment. The peritoneal fluid was blood due to recent right sided nephrectomy and umbilical hernia repair the previous night. The peritoneal fluid was grossly bloody due to the recent abdominal surgery. The patient had completed treatment. The blood leak returned after the cycler had been returned to the unit for breakdown and cleaning. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hospital has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. There were no fluid leaks in the test cassette compartment during the treatment test. There were visual indications of dried fluid under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cycler after ending a patient¿s pd treatment at a hospital. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient had blood in the lines and blood leaked into the cassette area. A new cycler was issued to the hospital. Upon follow up, the pdrn stated the cassette leaked bloody peritoneal fluid into the machine when the cassette was being removed after treatment had been completed. The blood leaked from the back of the cassette into the machine. The patient was not on the cycler when the leaking was noticed. The leak occurred as the cassette was being removed post treatment. The peritoneal fluid was blood due to recent right sided nephrectomy and umbilical hernia repair the previous night. The peritoneal fluid was grossly bloody due to the recent abdominal surgery. The patient had completed treatment. The blood leak returned after the cycler had been returned to the unit for breakdown and cleaning. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hospital has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction information provided in a1.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cycler after ending a patient¿s pd treatment at a hospital. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient had blood in the lines and blood leaked into the cassette area. A new cycler was issued to the hospital. Upon follow up, the pdrn stated the cassette leaked bloody peritoneal fluid into the machine when the cassette was being removed after treatment had been completed. The blood leaked from the back of the cassette into the machine. The patient was not on the cycler when the leaking was noticed. The leak occurred as the cassette was being removed post treatment. The peritoneal fluid was blood due to recent right sided nephrectomy and umbilical hernia repair the previous night. The peritoneal fluid was grossly bloody due to the recent abdominal surgery. The patient had completed treatment. The blood leak returned after the cycler had been returned to the unit for breakdown and cleaning. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hospital has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.